Manufacturer narrative:
Event problem and evaluation codes: (B)(4). Method codes: testing of actual device/suspected device result codes: incompatible component conclusion codes: use error caused or contributed to event

Event description:
Pentax medical was made aware of an event that occurred during examination in the emea region. The user reported that a distal end cap(dec) broke during examination, blocking the exit of a lithotripsie probe, autolith (boston) m00546620 lot bsc14105, through a spyglass (unknown model lot), involving penax medical accessory sterile distal end cap, model oe-a63, lot number 0011050, used with a pentax medical video duodenoscope, model ed34-i10t2, serial number (B)(4). Pentax medical's investigation identified instruments were employed during the procedure that are not approved to be used in combination with our devices per the operational instructions for use. Additionally, per an email from pentax (B)(4) on 25-aug-2020, the user facility contacted pentax on 06-aug-2020, stating that the replacement duodenoscope i10t received as a replacement is not usable due to the presence of mist on the image in regards to pentax medical video duodenoscope, model ed34-i10t2, serial number (B)(4).